Manufacturer narrative:
(B)(4). Eval, results: (no conclusion can be drawn based on info available).

Event description:
The physician successfully implanted two endeavor sprint rapid exchange (rx) drug-eluting stents to the mid left anterior descending, one in the left and one in the right. While attempting to remove the balloon catheter from the 3.0mm diameter x 24mm length stent, the physician noticed stickiness. The guide catheter also moved forward a bit. It was reported that the balloon was fully deflated and that the device was not retracted at an acute angle relative to the tip of the guide catheter. There was no issue with the pt who is currently reported to be fine and no clinical sequelae were reported.